Event description:
The reporter states that she obtained a 558mg/dl and 223mg/dl blood comparison on the accu-check aviva meter. The test results were obtained within 10 minutes. The reporter drank water and rested and felt better the following day. No adverse event reported. New system sent and return requested.